Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. Failure analysis found the secondary failure of the derailed grip cable to be related to the customer reported complaint. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of the ¿derailed instrument grip cables¿ is attributed to a component failure. There was an additional observation identified that was not reported by the site and not related to the reported issue. The instrument was found to have indentations on the edges of the distal idler pulleys. The proximal clevis and distal clevis also exhibited mechanical indentations throughout the entire distal wrist. The root cause of the mechanical indentations is typically due to mishandling/misuse, such as instrument collisions or impact from an external object. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10210222-0022) was last used on (B)(6) 2021 for 35 minutes during this reported procedure with system sk1577. The permanent cautery spatula instrument has 10 allotted uses and had 5 uses remaining. In addition, a review of the site's complaint history does not show any additional complaints related to the permanent cautery spatula instrument. Images of the permanent cautery spatula instrument related to this event were received. A review of the provided images was performed by an isi failure analysis engineer (fae). The following additional information was provided: the provided images were not clear enough to confirm the customer reported complaint. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the customer discovered the "wire rope" on the permanent cautery spatula instrument was broken. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and the surgeon noticed that the instrument would not work. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. The customer would try to obtain a video recording of the procedure if possible.